Manufacturer narrative:
H4: the lot was manufactured between may 26, 2022 to may 27, 2022. H10: one (1) actual device and photographs of the sample were received for evaluation. The actual device was received only partially filled with a liquid solution. Visual inspection was performed under magnification and no particulate matter could be observed in fluid pathway of the actual container. The fill port connector cap was removed and no issue was observed of the actual sample. The photograph was visually inspected and on the left side of the photo image a white elongated polymeric appearing particle possibly of fill port material was observed inside the container. The reported condition was verified during photo analysis. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small plastic-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during an unspecified process step while compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.